Event description:
The customer reported 12 volt power supply is bad. They received a power pca error message.

Manufacturer narrative:
(B)(4). The customer reported 12 volt power supply is bad. They received a power pca error message. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.